Event description:
A surgeon reported a pt with an unexpected outcome/residual astigmatism following intraocular lens (iol) implant surgery. The surgeon reported the pt had residual cylinder of one diopter following the implant procedure. Add'l info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause could not be identified by the investigation. There have been no other complaints reported in the lot number. Add'l info was requested on 4/24/2012 and 5/1/2012 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).